Manufacturer narrative:
Device evaluation: no photographic/diagnostic evidence of complaint provided by the customer. No product sample was received; therefore, visual and functional testing could not be performed. The most probable cause for the medication not being delivered is the clamped tubing. The most probable cause for the pump not alarming is user programming error. The reported issue could not be confirmed. No serial number was provided so a review of the device manufacturing device history report (DHR) and service history could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient experienced a bad headache after the medication was not delivered for over two hours because the tubing was clamped and the pump did not alarm. The pump was replaced. No patient injury reported.

Manufacturer narrative:
Other, other text: d4 is unknown; no further information received to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.